Event description:
The complainant reported 67-year-old female patient on impella cp support had confluent hematomas from the right groin into the right retroperitoneum. Hematomas were detected by computed tomography (CT) after fall with dislocated arterial access. Hemoglobin dropped but could be explained by the blood loss from the dislocated radial pressure measurement. The extended focus search showed the small retroperitoneal hematoma on the CT.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to use issue of patient movement, the patient had fallen/mobilized as per the clinical description. Added-d6a/d6b